Manufacturer narrative:
The investigation is ongoing. Valve not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 1 year and 5 months post transfemoral tavr procedure a 20 mm sapien 3 ultra valve in the aortic position was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve explant was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. Despite multiple investigational attempts it was not possible to obtain additional details, as the explant facility declined to provide information or medical records for this event. The reason for explanting the valve approximately 1 year and 5 months post-tavr remains unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.